Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation. There was no evidence of an event in the event history log (ehl). Visual and functional testing was performed. The customer's reported issue was confirmed. The technician found air detector not operatable and a chipped rear housing on the upper left-hand corner. The root cause of the reported issue was unable to be determined. The technician replaced the air detector and housing unit.

Event description:
It was reported that the device had a cracked back case and air in line sensor not working. There was no patient injury reported.